Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the investigation. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument was also found to have a broken yaw pulley and was missing a 0.127 x 0.078 piece opposite of the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. The known common cause of this failure is due mishandling/misuse. Isi followed up with the customer to inform them of the failure analysis results. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the following conclusion: during a recent site visit, the surgeon alleged that plastic fragments broke off from the instrument and likely remained in the patient. Failure analysis determined that the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the instrument. However, at this time, the location of the missing instrument fragment is unknown.

Event description:
On (B)(6) 2017, it was reported that during the da vinci-assisted surgical procedure, there was a sudden loss of bipolar function with the maryland bipolar forceps instrument. The planned procedure was completed and there were no reports of patient injury or harm. At that time, there was no report of fragments falling inside the patient. On (B)(6) 2017, intuitive surgical, inc. (Isi) obtained the following information about the complaint during a recent visit to the site: the surgeon alleged that the instrument issue likely occurred toward the last uses of the instrument and feels it could be due to a fatigue issue. The surgeon alleged that plastic fragments that broke off from the instrument are likely still inside the patient but there is no detection method to confirm with certainty. The surgeon could not confirm if video was taken during the procedure.